Event description:
It was reported that a patient presented to the clinic after experiencing chest pain when lying in a certain position. Upon fluoroscopy, it was noted that the patient's right ventricular lead (rv) may have advanced too far into the cardiac tissue, along with a possible micro perforation. The patient's rv lead was attempted to be repositioned, but it was noted that the helix would not retract. The lead was ultimately explanted and replaced. There were no patient consequences.